Event description:
A malfunction code "malf 16" was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer was instructed to place the pump into storage mode and return it to tandem using a pre-paid label. To ensure continued insulin delivery, the customer planned to use multiple daily injections (mdi) as a backup therapy.